Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device was returned with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed with the formed needle completely retracted. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would cause a failure to adhere. No damages or defects were found with the needle mechanism, bottom housing, and adhesive pad that would contribute to a dislodging of the cannula. The cause of the reported events could not be determined. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. No timeouts or drive stalls were generated during the run.